Event description:
A complainant alleged that two (2) employees had experienced respiratory discomfort and sought medical attention after exposure to the cavicide1 spray. This is the second of two (2) reports.

Manufacturer narrative:
The employee alleged she had experienced unspecified respiratory discomfort. The employee sought further medical attention from a doctor. The doctor diagnosed the employee with occupational asthma; however, no treatment information was provided. The employee discontinued use of the product. To date, the employee has fully recovered. The product involved in the alleged incident was not returned and no lot number was provided; therefore, no evaluation can be conducted.